Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 09feb2021.

Event description:
The customer called into technical support (ts) reporting that the device¿s display is very dim. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the user interface to resolve the reported issue.

Manufacturer narrative:
G4:14apr2021. B4:14apr2021. Additional information was received that the issue was discovered during preventative maintenance. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.